Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Alarm history showed a motion sensor test failure alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
Alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to alarm. Pump passed the stop current and run current test. Pump had cracked reservoir tube lip and minor scratched display window.